Event description:
It was reported that a device was used during a low anterior resection. The device was very difficult to fire. After firing the device the surgeon noted that the staples were malformed. The surgeon had to cut the anastomosis out and performed another anastomosis lower in the bowel. This extended the operation by 2 hours, the patient required a blood transfusion, and antibiotic therapy for one more day. The patient was discharged from the hospital without additional complications documented.